Event description:
Pt's ventilator was alarming. When checked by rt it was discovered that the pt was unable to trigger any spontaneous breaths. No circuit problems discovered. Required ambu-bag ventilation until a new ventilator was obtained.